Event description:
A healthcare facility in (B)(6) reported that an mr290 autofeed humidification chamber overfilled during setup. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was visually examined then connected to a water bag to test for overfilling. Results: there was no visible damage to the chamber. When the chamber was connected to a water bag, the floats operated normally and the chamber stopped filling below the maximum fill line. A lot check revealed no other complaints of this nature for lot number 091031. Conclusion: it is possible that the floats jammed during use but realigned during transport back to (B)(4). The mr290 chamber consists of a dual float mechanism utilizing independent floats to control the amount of water flowing into the chamber. The float mechanism of every mr290 chamber is rigorously performance tested and those that fail are rejected. The mr290 user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped" and "do not use the chamber if the water level rises above the maximum. (B)(4).